Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon was firing the device on small bowel with an white cartridge. The device was fired three different times during the procedure on the small bowel. The first firing stroke the staples were formed correctly, the second and third firing strokes the staple were malformed. One leg of the staple was straight and the other one was mangled or bent. The surgeon over sewed the staple line in three different areas on the small bowel. Another device was used to complete the case with no patient. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the bile duct and the side car was found to be torn and could not be back-loaded along the guide wire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with four (B)(4) cartridge reloads present. The cartridge reload were received fully fired. The device was tested for functionality in the straight and articulated position with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.